Manufacturer narrative:
It was previously reported: the manufacturer received information alleging a trilogy evo ventilator stopped operating with a ventilator inoperative alarm. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was duplicated by operational checking performed. The device was tested with an updated software version and the issue was resolved. The flow sensor was replaced as preventive action.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a trilogy evo ventilator stopped operating with a ventilator inoperative alarm. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.